Event description:
Two discordant falsely elevated total prostate specific antigen (tpsa) results were obtained on patient samples processed on a dimension® exl¿ with lm integrated chemistry system. The falsely elevated discordant results were reported to the physician(s), who questioned the results. The same samples were reprocessed on the same instrument. The reprocessed results were lower than the initial discordant results and agreed with the patients' clinical conditions. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tpsa results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) to report discordant falsely elevated total prostate specific antigen (tpsa) results obtained on patient samples on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (07-jan-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated total prostate specific antigen (tpsa) results. Hsc reviewed the information provided by the customer. No issues were noted with other patient samples indicating that the instrument and assay was performing acceptably. The cause of the event is unknown. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00350 was filed 30-dec-2021.